Event description:
Tip of arthroscopy grasper broke off in patient during the procedure (knee arthroscopy). Broken piece was located and removed through additional incision. All pieces sequestered and appear to be all accounted for. FDA safety report ID# (B)(4).